Event description:
It was reported via repair work order that the bed had intermittent power due to a loose power prong on the main power cord. It was further reported that the auxiliary power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.